Event description:
It was reported that a user of the ilet experienced hyperglycemia after meals while using a contact detach steel infusion set, with a fingerstick glucose of 537 mg/dl, recurrent high readings after a self-performed supply change, alarm beeping from the pump, and subsequent discontinuation of the ilet while taking injected insulin; an agent later assisted with a full supply change and offered reconnection support. Customer care provided support that included customer counseling, troubleshooting, and guided infusion set and supply replacement. Investigation of this case revealed an unclear cause of hyperglycemia, with no abnormality observed at the removed infusion site and no confirmed device malfunction. No symptoms associated with hyperglycemia reported. Outcomes included temporary cessation of pump therapy without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.